Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had air/water flow issues. There was no patient harm associated with the event. The device was evaluated, and it was found that the foreign material in the nozzle. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to foreign material in the nozzle due to insufficient cleaning, additional findings were: due to wear of angle wire, bending angle in up direction did not meet standard value; due to wear of angle wire, the play of up/down knob was out of standard value; adhesive on bending section cover had a chip and white clouded area; universal cord had a scratch; adhesive on objective lens had white clouded area; adhesive on light guide lens had white clouded area; plastic distal end cover had a scratch; and the connecting tube had a dent, wrinkle, and scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided. E1: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.